Event description:
It was reported that the patient is having the micl12.6 implantable collamer lens removed because she now has cataracts. Further information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation: method - medical review. Results: the icl is indicated in patients (B)(6) years of age. There is a much greater risk of cataract in patients over (B)(6) of age post icl implantation. The patient in this case is over (B)(6) of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Manufacturer narrative:
(B)(4)